Event description:
Boston scientific express 2 stent placed in lad. After deployment vessel perforation noted. Jostent prepped in advance and mounted on boston scientific quantum 2.5 x 20. Once introduced the stent slid off and the balloon was left in the left main. Balloon was recaptured but unable to advance with the express 2. Jostent deployed above previous stent.